Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the firing force was higher than expected and the clip was malformed when the device was fired several times for functionality before use on the patient. Eventually, the device was not used for the patient. No clip fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.